Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No stuck button alarms noted. All operating currents are within specification. No unexpected battery power loss or low battery alarms noted. Device passed displacement properly. Power system error noted due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had power error detected alarm. Customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm and complete the rewind . The customer also reported that insulin pump had keypad anomaly. Troubleshooting was performed for the pump error alarm, the insulin pump will be returned for the analysis.